Event description:
It was reported that the 9800 system locked up. There was no procedure and no patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.